Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead was failing to capture. The lv lead was not used. The physician continued with another lv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, dimensional analysis, visual and x-ray inspections of the lead were normal, with no anomalies found.